Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported to the company representative that the ophthalmic surgeon was experiencing leaking valved trocars during multiple vitrectomy procedures for the past several weeks. The procedures were completed without replacing the product and there was no reported harm to the patients. The product samples were not retained. No further information is expected. This is one of three reports.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. An internal investigation has been opened to address this issue. (B)(4).